Event description:
The caller reported that the patient was admitted to the hospital for a low blood glucose of 65 mg/dl. Once at the hospital, the patient complained of nausea and vomiting for 24-36 hours. The patient is on peritoneal dialysis. The patient received 1 ampule of dextrose at 50mg to correct the low blood glucose level. About 2 hours later, the patient's blood glucose went down to 37 mg/dl. The patient was shaking, and the ER physician told the patient to remove the infusion device. The patient was given phenergan for the nausea and vomiting. The patient's endocrinologist came to the hospital to check on her and her blood glucose was at 400 mg/dl. The patient was told by her endocrinologist to put her infusion device back on and to administer a bolus. According to the cde, the patient's current blood glucose is 75 mg/dl. The product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.